Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The guide wire and the microcatheter were returned for evaluation. The guide wire was stuck inside the microcatheter. At approximately 41mm of the distal portion of the guide wire was out of the microcatheter. There was a bend on the microcatheter at approximately 17mm proximal to the catheter tip. Microscopic observation of the catheter tip found that the tip was twisted and unraveling of coils was observed at the catheter tip. A fracture of unraveled coils was observed. Distal to the catheter tip, the polymer jacket of the guide wire was found damaged likely caused by contacting calcification. X-ray observation found that coils of the guide wire were unraveled inside the catheter tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that torsion had contributed to damage of the catheter tip as well as unraveling and fracture of coils of the guide wire. Continuous torsion was probably applied on the microcatheter while the catheter tip was being trapped in the heavily calcified cto. When the accumulated stress exceeded the product's design limit, the catheter tip become twisted and captured coils of the guide wire; both devices became stuck on one another. Further applied torsion led the coils to unravel and fracture. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, damage found on the polymer jacket of the returned guide wire was too severe to completely rule out a potentiality that some polymer fragment(s) might be left in the artery. Instructions for use (IFU) states: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?) In the same direction; and, [malfunction and adverse effects] abrasion of the guide wire coating, breakage of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a severely calcified chronic total occlusion (cto) in #3 of the right coronary artery. An asahi corsair pro microcatheter was delivered over an asahi fielder xt-a guide wire in attempts to cross the cto when the guide wire had come to not responding to manipulation. New wire and catheter were replaced to resume the procedure. The cto was successfully treated with stent deployment. There were no adverse patient effects and the patient was recovering well after the procedure.